Manufacturer narrative:
The customer contacted resmed to request assistance troubleshooting an astral device that displayed error messages and has become unresponsive. A resmed clinical product support specialist went through the troubleshooting steps with the customer over the phone and recommended rebooting the device. The customer stated that the device was operating fine after the reboot. Rebooting addressed the customer issue and the astral device was not returned to resmed for evaluation. (B)(4.

Event description:
It was reported to resmed an astral device displayed error messages and will not start. The device was not in use at the time of the event; therefore, there was no patient involvement.

Manufacturer narrative:
The astral device was not returned to resmed. An extensive engineering investigation was performed on all available information. Based on all available evidence and previous investigations similar complaints, it was determined that the reported event was most likely due to a software issue that was remedied by a hard reset. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed an astral device displayed error messages and will not start. The device was not in use at the time of the event; therefore, there was no patient involvement.